Event description:
It was reported that during patient care, after 1 minute of compressions, the lifeband broke. Patient was reported as an elderly male about (B)(6). No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.